Manufacturer narrative:
H3: product analysis: product: 9560100, lotno: 1973833 during the incoming inspection, it was observed that the outer tube was damaged, the inner lens was damaged, and the image was cloudy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility regarding an endoscope. It was reported that there was outer tube scratch, broken internal lens, and poor image quality. There was no patient involvement. There were no further complications reported regarding the event.